Event description:
It was reported that noise was found on the lead. Noise was reproducible with isometrics and pocket manipulation. Dislodgement suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was returned in two pieces - 11.2 cm and 56.5 cm in length. External abrasion was noted between 49.0 and 49.2 cm from distal tip electrode due to friction to ICD can.

Event description:
Lead fracture was also reported.